Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. System error 345 was verified through a review of the event history log and found to be caused by a failed downstream sensor. The failed downstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
Biomedical engineer emailed on (B)(6) 2016 to report error code 345 and that none were involved in any patient related incidents or events. No other information was provided.